Event description:
A ge service rep performed an on site investigation. The power supply was adjusted. The system was then found to be operating as intended.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted. The system was then found to be operating as intended.